Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v686988, implanted: (B)(6) 2011, product type: lead. Product ID 3889-28, lot# v686988, implanted: (B)(6) 2011, product type: lead. Analysis findings of the ins (B)(4) found that the device was functionally okay and there were no significant anomalies. Analysis finding of the lead v686988 found that the lead body was cut through and the product was segmented with no significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review indicates information previously reported in MFR # 3004209178-2016-24871 pertains to this manufacturer¿s report. Any additional information related to the event will be reported in this manufacturer report. Additional information from the healthcare provider (hcp) reported the reason for the lead removal was due to abnormal impedance >4000 at all combinations.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device was defective. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: age, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In MFR report # 3007566237-2017-03343, the following information was reported: ¿it was reported that the patient had an issue with two defective implant devices. No patient symptoms were reported. No further complications were reported." Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to this event will be reported in this report. If information is provided in the future, a supplemental report will be issued.